Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The pt presented six years post a coronary artery bypass graft surgery with unknown symptoms. A cardiac catheterization was done where a taxus express2 drug eluting stent was placed using a culotte technique in the left main system. Post procedure the pt did well and was discharged the following day. The pt returned four days later with a vt arrest and a stent thrombosis was found on catheterization. Additional info was requested from the health care facility but would not provide.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt, therefore, no analysis could be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.